Event description:
It was reported that an ilet user experienced hyperglycemia of 321 mg/dl with persistent high-glucose alarms after being disconnected from the pump for an extended period, followed by hypoglycemia of 45 mg/dl after overtreating with oral glucose. Customer care provided support that included review of device data, troubleshooting and education on low-glucose treatment. Investigation of this case revealed user-related factors, including pump disconnection leading to hyperglycemia and subsequent overtreatment leading to hypoglycemia. No symptoms associated with high blood glucose and low blood glucose reported. Outcomes included transient disruption due to glycemic excursions without hospitalization. It was concluded that the events were related to use conditions with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.